Event description:
It was reported that a skin reaction occurred. On approximately (B)(6) 2024, the patient experienced a skin reaction with allergic reaction. The reaction was treated morphine (always medical prescription, no route reported). The reported declined to provide more information about the event. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5160508. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).